Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: split in patch, wear abrasion and crease fold. The leak test and microscopic analysis was performed which identified; observed split in patch area (ss), it is out of specification per (B)(4) was identified which is characterized as a workmanship, this workmanship is related to the complaint. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a split in patch area that causes the leak, is considered as workmanship.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.